Manufacturer narrative:
(B)(4). This event occurred in (B)(6) - (B)(4).

Event description:
The customer received questionable thyroid results for three patient samples from a cobas 8000 e 801 module. The serial number was requested but was not provided. The samples were submitted for investigation and tested on a centaur analyzer, a cobas 8000 e 801 module, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. The elecsys ft3 iii results for all three patients and the elecsys ft4 ii assay results for one patient were discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The medwatchs involved in this event include the patient identifiers (B)(6).

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor was found in the sample. This interference is documented in product labeling.